Manufacturer narrative:
A shipping tube and pre-paid mailing label have been sent to the hosp. A supplemental report will be submitted upon receipt of sample and completion of the investigation.

Event description:
Baby's IV was found to be kinked and leaking. IV site untaped and exposed to determine origin of the leak. Rn found the IV catheter broken into two pieces and one end was slightly visible on the surface of the baby's hand. Using a small pair of forceps, the rn gently took hold of the catheter and pulled it out of the baby's hand. It appears to be the entire length of the catheter with the tapered end visible, therefore, no exams or extra treatments were done.